Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator detected ambulance vibration as ventricular fibrillation when it was asystole. There was no reported negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator detected ambulance vibration as ventricular fibrillation when it was asystole. Patient status is unknown.